Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an auto-off alarm occurred in the middle of the night. Review of pump history showed that the alarm occurred at 2 am, a bolus was delivered around 9 pm the night prior, and the auto off safety feature was set to 12 hours. The user's blood glucose (bg) level was 576 mg/dl with moderate ketones. The user addressed bg level by drinking fluids and administering manual injections. It was confirmed that the user had an alternate method of insulin delivery available.